Manufacturer narrative:
Visual analysis: (B)(6) 2016 - received (1) one used 011-46105-57, 4" red stripe tubing w/needleless valve, lot# 3118019. No mating devices were returned. The silicone seal in the stopcock was confirmed to be stuck down. Functional testing: the returned used unit was visually examined. The luer activated valve was observed to be stuck down from having been folded over. Sample was not observed to have any discernable manufacturing defect. Analysis summary: the customer complaint of a stick down on the sampling port was confirmed. The returned sample was observed to have the marvelous valve depressed, and it was stuck in this condition. Although not always repeatable, previous engineering analysis of these valve components have shown recessed/leakage condition can potentially occur if the valve component is activated with a long luer or a luer with sharp edges at an angled entry. For optimal performance it is recommended to use connector devices that comply with iso 594-1 std. And techniques that employ a rotational motion while connecting and disconnecting the mating device to the valve. To prevent this in other facilities a switch has been made from luer slip to luer lock syringes and vacutainers. Ensure that the central axis of the connector and valve are inline with each other when connecting and disconnecting and not at an angle.

Event description:
Complaint received regarding one 011-46105-57, 4" red stroipe tubing w/needleless valve, lot# 3118019 (mfd 10/2015). The report states, "after taking bloods the needleless valve - blue silicon remains squashed into the housing." No serious adverse patient consequences reported.